Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the angiojet solent proxi thrombectomy was received with no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities identified. Functional testing was performed by placing the device in the console. Functional testing revealed no damage or irregularities. Device operated as it should have. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet® solent¿ proxi was selected for a thrombectomy procedure in the left arm fistula. The catheter was primed successfully. Aspiration was initiated inside the body. However, a check saline supply error was displayed and the device would not run. It was then noted that the pump reservoir was spraying out saline from a tiny hole. The catheter was removed from the patient. The procedure was completed with a different device. There were no patient complications reported.